Manufacturer narrative:
The device was evaluated by olympus (B)(4). The evaluation was unable confirm the reported event. The evaluation found that the output socket has a poor contact which causes image noise. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during a procedure, the evis exera iii video system center device screen blackout sometimes. There was fifteen (15) minutes delay. The procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, no definitive root cause could be established. And the reported condition could not be reproduced. The event of "noise" appearing on an image, was due to poor contact of the output socket was confirmed, from evaluation. Olympus will continue to monitor field performance for this device.